Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient inserted a new sensor and it ¿was somehow disconnected¿. He reported "I inserted it. I got into the hospital, and I didn't bring my phone, I guess it didn't hook it up". The patient further reported he ¿fell out¿, went to the hospital, and was diagnosed with diabetic ketoacidosis (dka). He further stated he does not remember most of what occurred. The patient was discharged from the hospital on (B)(6) 2024. Once at home, the patient attempted to reconnect his sensor to his phone and it ¿wasn¿t working¿, therefore, he inserted a new sensor. The call was placed on hold and when dexcom technical support returned to the line, it had been disconnected. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.